Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 70-year-old female patient, the associated defibrillator displayed a "poor pad contact" message. Complainant indicated that the clinician obtained another set of eletrodes to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1218058-2023-00079 for a similar report from the same customer

Manufacturer narrative:
The electrodes were returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The electrodes were put through extensive testing including ECG signal testing and continuity testing without duplicating the report. The electrodes were scrapped after evaluation. There are multiple potential causes for a poor pads contact message that are not a device or pads malfunction including, but not limited to, poor coupling, motion from CPR, inadequate patient preparation analysis of reports of this type has not identified an increase in trend.